Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient awoke out of deep sleep, coughing, heart racing around 110 bpm and blood pressure 220/110. Patient was incontinent. Device was interrogated. Patient reported site infection, cellulites, swelling in arm, blood clot and site, felt like brick on site. Patient on antibiotics. Patient requested information about device and others. Response explained device function, testing, therapies, diagnostics and lead evaluations. Referred to physician. Remains in service. No additional adverse patient effects were reported.